Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unable to determine a cause for the reported malposition of the stent. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing the stent to move during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent; however, this could not be confirmed. The additional therapy is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. Deployment of a 6.5x30mm supera stent had been initiated and when turning the thumbslide, the stent implant deployed all at once. The physician was able to bring the stent implant into position using a balloon that was inflated in the stent and pushed it further to the final lesion location. There was no clinically significant delay. No additional information was provided.